Manufacturer narrative:
5/17/24 - device received. The device was returned for evaluation and the reported condition can be confirmed. The spinning spiros was mated to a used extension set. The spiros came back activated and attached to the extension sets, however the spin collar of the male luer could be spun off leading to separation. No spline or shear tab damage were noted. The spiros was functionally tested and dimensionally measured and met product performance specifications. The probable cause of the separation 1 is unknown. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a spinning spiros¿, closed male luer. The customer reported that the spiros is attached to the filtered extension set and they hear a crack, confirming that the spiros should be bonded to the tubing. After hearing the crack when attaching the spiros to the tubing, the customer can easily remove the spiros or it comes disconnected itself. There was unknown patient involvement; harm was not reported as a consequence of this event.